Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 61 mg/dl. Customer stated that she took out the battery and she still has the button error. Customer had the pump in her bra against her chest. Customer also changed the set this morning and the battery was changed a couple of days ago. Customer did eat to treat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Call was disconnected. Customer was called back but did not answer. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.